Event description:
It was reported that a trained physician in the use of the star close device, attempted closure of the common femoral artery after an unspecified procedure. Reportedly, after deploying the clip, the device required applied force for removal. The device achieved homeostasis. A femoral angiogram revealed the presence of calcium and scarring in the target artery, but the vessel size was deemed appropriate. There were no patient effects reported, and no additional information is available.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device lot history record review in this case.